Manufacturer narrative:
A ge service representative performed an on site investigation. The handle and bolts were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It is reported the workstation handle became dislodged/separated from the system due to the failure of the bolts. There was no patient injury or death reported.